Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. However, there was an episode of intermittent under-sensing during a ventricular fibrillation episode due to varying waveform size. The nurse said that this was not a survivable rhythm as it was polymorphic. It was reported that the cause of death is unknown.